Manufacturer narrative:
Lens was received in a condition that precluded analysis. It was cut in half with one distorted haptic and one detached haptic. Optic showed a haptic/optic tear. There is no reason to suspect the damage is manufacturing related.

Event description:
It was reported the intraocular lens was removed and replaced at four weeks post operative, due to the physician's observation of a decentered iol. Attempts to center, the lens were unsuccessful due to a missing haptic. It is not known when the haptic detached from the optic.